Manufacturer narrative:
Product ID 3387s-40, lot# va0958d, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(6).

Event description:
It was reported that the patient had an ultrasound performed on his ¿corroded arteries,¿ which were on the same side as his implantable neurostimulator (ins). The patient was reported as having become a ¿little dizzy¿ during the ultrasound, but was fine afterwards.